Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer called to report leaking cassettes on module a and b of aries s/n (B)(4). Recall investigation rc-22-011 prompted a review of all complaint cases against lot ab5263a. A customer provided cassette photo shows a failure of magnetic particle transfer, which is indicative of the product defect that led to rc-22-011. Data review: customer provided photograph of used cassettes from lot ab5263a. The failure to transfer magnetic particles beyond the first wash chamber can be seen in this photo, and this is indicative of a cassette defect. Customer did not report invalid or false results occurring on the pictured cassettes. Consumable review: no discrepant results and no invalid results were reported during aql testing of lot ab5263a on 01/03/2022. There are no ncmrs associated with lot ab5263a. There is one complaint case for invalid results occurring due magnetic particle transfer failure for lot ab5263a. Lot ab5263a was recalled on rc-22-011 due to a potential product defect that could lead to invalid or false negative test results. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There are no related complaints for aries system m12v121334001. There is no indication of a device malfunction. Sample work-up: confirmation that the sample work-up was performed consistent with the package insert instruction was provided by the customer. Conclusion: failure to transfer magnetic particles through the cassette has been determined to be due to a consumable malfunction which was investigated under escalation case (B)(4) and CAPA (B)(4). A class ii recall was determined as necessary for lot ab5263a on rc-22-011. Can-0307 was released and distributed to customers to provide notification of the risk associated with this product defect. Pre-22-014 originally determined the unrelated event of cassette leaks as not reportable. Completion of the recall investigation and distribution of a class ii recall for lot ab5263a show a cassette defect is present for lot ab5263a, and this defect discovery warrants a new assessment be completed.